Event description:
Infusor pump was set to run over a 30 minute time frame. The pump infused the medication in about 3 minutes according to the nurse. Nurse ran the pump at the nurse's station with normal saline and could not duplicate the problem. The pump was brought to biomedical engineering for evaluation. The pump has been tested at various infusion times with no malfunctions. The MFR has never seen this problem occur with any other pumps.